Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, screening and temperature and impedance tests of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The temperature and impedance test was performed, and no temperature was displayed due to an open circuit in the tip area. The reddish material and the hole in the pebax could be related to the issues reported by the customer, including the char. The root cause of the hole at the pebax cannot be determined; however, based on the information available, the condition observed most likely was originated in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the issue of hole in the tip. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) and electrical lead/wire (g02015) were selected as related to the customer's reported force and char issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material inside the pebax and a hole on the surface of the tip area. It was initially reported by the customer that they lost force readings from the a thermocool® smart touch® sf bi-directional navigation catheter and when the catheter was removed it was found to have char on the tip of the catheter. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. Additional information received indicated the char was found on the tip electrode and there were no issues related to temperature. The smartablate generator was in power control mode; 35 w, other parameters weren't recorded. The patient was anticoagulated and it was maintained during the case. The customer¿s reported force and char issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 8-sep-2023, the bwi pal revealed that a visual inspection of the returned device found a reddish material inside the pebax and a hole on the surface of the tip area. These findings were reviewed and reassessed the issue of ¿hole¿ as a reportable product malfunction.